Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received 3 occlusion alarms. The customer's blood glucose level was not impacted. The customer declined tandem technical support's offer to perform a system check to determine a possible cause of the occlusions. The customer was going to change out the supplies on the pump. Reportedly, the customer uses humalog in the cartridge for 3 days.